Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 170 units of insulin, and received an initial accurate fill estimate of over 120 units. After delivering approximately 5 units, the customer reported insulin gauge recalculated to a fill estimate of 60 units. It was reported that the user experienced an elevated blood glucose (bg) level of 384 mg/dl. The customer delivered a correction bolus to address bg level. Reportedly, there were air bubbles in the tubing. Tandem technical recommended the customer prime the tubing to remove air bubbles. The customer declined further troubleshooting and declined a follow-up call. The customer confirmed pump performance will continue to be monitored.